Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9735736, version (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when navigating the sphenoid sinus. It was reported the surgeon was at the back wall of the sinus and the navigation system displayed the instrument was in the brain. The surgeon opted to complete the procedure compensating for the imprecision as they had good visualization. It was noted that the surgeon felt accurate after initial patient registration on known anatomical landmarks as well as the zone of accuracy. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.